Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose and emergency medical service. The symptoms witnessed during admission were passed out. The customer had change sensor alert and took off the pump. The event involved product(s) mmt-7020la, mmt-332a, unomedical, and mmt-1884l. Troubleshooting was performed for the low blood glucose and the customer has used the insulin pump system within 48 hours of the reported low blood glucose event. The customer has not used the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for sensor alerts and the customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported getting a change sensor alert 45min after inserting it. So, customer took off the sensor and took off his pump. Customer then had low blood glucose and passed out on the same day on february 28, 2025. Low was treated with glucose and going to the emergency room. Customer could not test his transmitter. Pump was last used within the same day as the day he had change sensor alert and had removed the pump. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.